Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA alleging they had wasted 10-15 test strips due to an improper fill issue. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.